Event description:
It was reported that the balloon would not deflate completely, requiring additional intervention. The target lesion was location in the left external iliac artery. A 6.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected to treat the peripheral artery disease. During the lle angiogram, the ranger balloon catheter was prepared according to the instructions for use. The catheter was advanced across the stenosis in the distal left external iliac artery. The balloon was then inflated to 10 atmospheres for 3 minutes. The balloon was then deflated using the encore inflation device, however it would not deflate completely. Multiple attempts were made to deflate with the encore device as well as syringes. After about 5 minutes of attempting to deflate the balloon, the decision was made to pull back the entire sheath, along with the balloon over the v-18 wire to the access site (right common femoral artery). Once there, the physician used a 21gage access needle to puncture and fully deflate the balloon in order to remove it safely. The procedure was completed and the patient did not have any complications.

Manufacturer narrative:
Device analysis by MFR.: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed multiple stretched section along the inflation lumen. There are multiple buckling and multiple kinks along the shaft. Microscopic examination revealed a pinhole 30mm from the tip.

Event description:
It was reported that the balloon would not deflate completely, requiring additional intervention. The target lesion was location in the left external iliac artery. A 6.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected to treat the peripheral artery disease. During the lle angiogram, the ranger balloon catheter was prepared according to the instructions for use. The catheter was advanced across the stenosis in the distal left external iliac artery. The balloon was then inflated to 10 atmospheres for 3 minutes. The balloon was then deflated using the encore inflation device, however it would not deflate completely. Multiple attempts were made to deflate with the encore device as well as syringes. After about 5 minutes of attempting to deflate the balloon, the decision was made to pull back the entire sheath, along with the balloon over the v-18 wire to the access site (right common femoral artery). Once there, the physician used a 21gage access needle to puncture and fully deflate the balloon in order to remove it safely. The procedure was completed and the patient did not have any complications.